Event description:
A cartridge alarm was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level. The customer had experienced similar alarms in the past, and the pump was under warranty. Technical support decided to replace the pump and provided instructions to the customer on using a backup insulin pump and multiple daily injections (mdi) to ensure insulin delivery continued while waiting for the replacement. The customer was informed about receiving a pump with updated software and given guidance on returning the faulty pump. The customer acknowledged all instructions and opted not to require a signature for the delivery.